Manufacturer narrative:
Pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a high sleep current measurement and the loaded voltage (loaded vlith) and unloaded voltage display at the power graph management tool shows abnormal behavior due to cracked l7 on the pcb 1. No unexpected replace battery now alarms noted. Pump was received with scratched case, corrosion inside of the battery tube, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarm occurred less than 10 hours from low battery. The customer stated that the pump does not warn customer of low battery alert. The product was returned for analysis.